Manufacturer narrative:
Corrected information has been provided in d1. Failure to advance: the cause of the delivery issue was most likely patient condition related to calcification per clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with an rp flex pump. The complainant reported being unable to place the pump in the left femoral vein due to extensive calcification. The patient ended up expiring while prepping for a second rp flex. The death is captured in manufacturer report number 1220648-2026-04328.